Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat multiple low blood glucose (bg) levels and multiple elevated blood glucose levels (value not provided). Reportedly, low bg levels and elevated bg levels resulted in either a hospitalization or ER visit. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.